Event description:
It was reported that balloon rupture occurred. The patient was presented with intra-stent restenosis in c1 segment and underwent arterial balloon dilation and a stent implantation. The 95% stenosed target lesion was located in the right internal carotid artery. An 8f boston scientific (bsc) guide catheter was engaged and a filterwire ez guidewire was crossed the lesion. A 4.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. During the procedure, the balloon was dilated at 5 atmospheres (atm); however, the physician noticed that the balloon cannot be dilated any further and the pressure was decreasing. The device was removed from the patient by normal operation and found that the balloon has ruptured. Pre-dilation was completed with another of same device and the stent implantation was completed normally. There were no complications and injuries reported and the patient was fine and stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 24mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient was presented with intra-stent restenosis in c1 segment and underwent arterial balloon dilation and a stent implantation. The 95% stenosed target lesion was located in the right internal carotid artery. An 8f boston scientific (bsc) guide catheter was engaged and a filterwire ez guidewire was crossed the lesion. A 4.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. During the procedure, the balloon was dilated at 5 atmospheres (atm); however, the physician noticed that the balloon cannot be dilated any further and the pressure was decreasing. The device was removed from the patient by normal operation and found that the balloon has ruptured. Pre-dilation was completed with another of same device and the stent implantation was completed normally. There were no complications and injuries reported and the patient was fine and stable.